Manufacturer narrative:
No patient sample was available for investigation. The customer discovered the cuvette wash nozzles were leaking and requested service. An abbott field service representative (fsr) was dispatched and performed significant troubleshooting to include replacing the leaking sample probe and sample probe tubing, and cleaning the blocked manifold, cuvette wash. The fsr then performed an ict precision run and routine quality controls tests with excellent results. The fsr indicated the causes for the result issue were the blocked manifold, cuvette wash and loose sample probe/tubing. Review of the architect (B)(4) service history did not identify contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated a falsely elevated sodium result of 185 mmol/l. The sample was repeated on another analyzer and a result of 135 mmol/l was generated. There was no report of impact to patient management.